Event description:
During a lap nephrectomy, the doctor was in the middle of the resection when the shears received an error 5 instrument error. The doctor tried a different handpiece and shear, continued with the case and received another error 5 instrument error. The doctor tried a third handpiece and a third shear and received another error 5 instrument error as the case was continued. The doctor decided to try a second generator and, using the third handpiece and third shear, completed the case with no patient consequence.